Manufacturer narrative:
(B)(4).the sample was received and evaluated. The dialyzer was visually inspected by the hemolab and no discoloration was noted. Therefore, this complaint could not be verified.

Event description:
A dialysis technician reported to baxter a dialyzer that turned grey in color. A follow up was done via phone. The administrator stated that when the blood hit the dialyzer, that is when it turned grey in color, at the very beginning of the setup. There was no medical intervention or hospitalization as a result of this incident. The patient resumed therapy with a new dialyzer and was okay.